Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 804:26 was discovered and confirmed by a baxter service technician.the assignable cause was software failure. Generally, software failures only have one occurrence in the event history and do not require any remediation or hardware component replacement.

Event description:
The facility reported a colleague infusion pump with a failure code of 804:26. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 804:26 was discovered and confirmed by a baxter service technician. The root cause of this condition was discovered to be a pump head module error. There have been no actions taken to correct this problem, because further action was not required. Should additional information be received, a follow-up medwatch will be submitted.